Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07742, 2134265-2015-07743 and 2134265-2015-07745. It was reported that the suture broke. A flexima (tm) apdl was selected for treatment. During preparation, outside patient, the physician was preparing the device for treatment. It was noted that the suture of the device broke. The physician then went through and exchanged with another of the same device, but the same issue had occurred with the other 3 flexima (tm) apdl devices. The procedure was completed with another of the same device. Device never went inside the patient's body. There were no patient complications reported.